Event description:
It was reported that, before a gastroplasty, micro perforations were detected in the packaging. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Batch #: u95d94. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch.